Event description:
In 2002, the patient reported to the center that they were unable to hear sound using the device. The external headpiece was exchanged however the problem remained. Four days later, the patient was seen by the implant center. Testing conducted confirmed that the device was no longer functioning. Patient been reimplanted with another clarion device.